Event description:
It was reported the customer was hospitalized with high blood glucose and was vomiting. Prior to hospitalization, it was discovered that the customer did not checked her blood glucose and did not bolus for two days. Customer's father also reported failed battery test alarms. Troubleshooting not performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.